Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to, perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier clip would not deploy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: customer stated that the they do not recall how many times the instrument was used prior to the incident. The issue was resolved using a back up instrument. Per material services this item arrived at its destination on(B)(6)

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.48mm. The grips were not found to be cracked. A grip test was attempted on the in-house system, but the grips could not hold the clip. The complaint regarding clip would not deploy was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.